Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary thr where a trilock stem and delta motion acetabular cup was utilized. Patient has presented with hip pain. Images attached show metalosis. On opening the hip, the taper on the stem was found to be damaged (tunionosis?). Quote on surgeons text message as I was not present ¿was the trunion. Was damaged with a well fixed stem. Disaster¿. Delta motion acetabular component and trilock stem were removed and a zimmerbiomet implant implanted. No further details are available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, b1 (product problem), b5, d4 (lot, catalog, UDI), d6a, d6b, g4 (PMA/ 510(k)), h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a, d10 (concomitant).

Event description:
Additional information received states that there's no surgical delay reported and the affected side was the left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was not returned. Photo and MRI evidence provided, however we are only trained to review what was provided as photo evidence. After reviewing photo evidence, possible extraction damage was found oh the post of the implant. The possible extraction damage is present as a nick. There was not enough information that would suggest the presence of implant corrosion. The reported condition was not confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was not returned. A photo was provided for review. Extraction damage was noted, however, the photo shows no evidence of product malfunction or product error. There was no evidence that would suggest the presence of implant corrosion. The reported condition was not confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.